Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient underwent a small procedure for urology incontinence, putting the tape in may. After this procedure the patient was unable to pair with the ins and use neither their patient programmer nor the recharger. The hcp was also not able to pair it with the clinician programmer. The hcp contacted the urology department and check the tape procedure of this patient. From their point of view there was no occasion for the damage of the ins. It was noted that the ins was implanted after the use before date. Follow up is being performed to clarify the implant date. Before the revision and the replacement of the ins, the manufacturer representative also tried to pair it with clinician programmer with no success. During the surgical procedure when the doctor disconnected the lead from the device they checked the lead with external stimulator and it was ok. The device was unable to pair with clinician programmer. A new ins was placed. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: please note, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they did mistake the year for the previously reported implant date. The implant date was (B)(6)2017.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) battery found reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.